Manufacturer narrative:
Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair-like fiber was noted in the packaging of a cook 810 stent introduction set. This was discovered when the device was delivered to the operating room. The device was not used for a procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a hair-like fiber was noted in the packaging of a cook 810 stent introduction set. This was discovered when the device was delivered to the operating room. The device was not used for a procedure. Investigation - evaluation reviews of complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. The product was returned in unopened packaging. Foreign matter, which appeared like a hair, was observed inside the packaging. A document-based investigation evaluation was performed. One relevant nonconformance affecting three devices was recorded; the affected product was properly dispositioned. There have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿do not use the product if there is doubt as to whether the product is sterile.¿ based on the available information, cook has concluded that the cause of this event is related to manufacturing. The personnel responsible for this event have completed defect awareness training. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.